Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient experienced pocket pain and the ipg was charging longer than usual. The patient underwent an ipg replacement procedure for MRI compatible.

Manufacturer narrative:
Sc-2317-50 sn: (B)(6). The returned lead was analyzed. The continuity test failed on e#11 and e#16. Visual and x-ray inspections confirmed that the lead was kinked after the retention sleeve, about 4.2 centimeters from the tip of the proximal end where two cables were fractured. With all the available information, boston scientific concludes that the complaint was confirmed.

Event description:
It was reported that the patient experienced pocket pain and the ipg was charging longer than usual. The patient underwent an ipg replacement procedure for MRI compatible and was doing well postoperatively.

Event description:
It was reported that the patient experienced pocket pain and the ipg was charging longer than usual. The patient underwent an ipg replacement procedure for MRI compatible and was doing well postoperatively.

Manufacturer narrative:
Sc-1132 sn: (B)(6). The returned ipg was analyzed and battery depletion rate was within the expected range. The profile indicated that the patient has utilized two concurrent stimulations continuously, even during the charging cycles. The patients high energy usage offsets the charge current, resulting in longer charging. Monitored stimulation on an oscilloscope found the outputs were consistent and correct on all electrodes. Current leakage tests and residual gas analysis verified no loss of electric current into the surrounding tissue. It passed the functional test and an electrical test. With all the available information, boston scientific concludes that the complaint was not confirmed.